Manufacturer narrative:
Pr (B)(4) follow up as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received

Event description:
Materials: unknown batch#: unknown. It was reported by the customer that cannot get cap off and needle stays stuck in her after injecting. Verbatim: rcc received a complaint via email. Patient reported a product complaint about the needles in the kit. Cannot get cap off and needle stays stuck in her after injecting. Onset of product complaint is on (B)(6) 2024.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.